Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening device in the anterior and posterior side assessed as surgical damage and opening device in the posterior side assessed as fold flaw opening. Additional observations: creases observed on the shell. Wear abrasion observed on the shell. Yellow particles observed inside device.

Event description:
The device has been explanted and replaced.